Event description:
Medtronic sensor/transmitter failed on day 6 of use. Set pump to preset "sick basal" as others do not help. Went to bed with bs over 300 and made correction bolus. Following morning woke up with bs of 50. Treated hypoglycemia with oj and teaspoonful of sugar. Sunday is normal sensor change day. Changed sensor and function returned to normal. FDA safety report ID # (B)(4).